Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valves separation occurred. During an afib procedure, in the beginning of the case during the preparation of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, when trying to insert the dilator thought the sheath, the white valve moved inside. This made it impossible to progress the dilator and to use the sheath properly. We immediately change the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to a new one and the procedure continued normally without involving any risk to the patient. No patient consequences.

Manufacturer narrative:
On 4-may-2022, additional information was received indicating the hemostasis valve section broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did become detached from the sheath. The sheath was not being used on the patient. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valves separation occurred. During an afib procedure, in the beginning of the case during the preparation of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, when trying to insert the dilator thought the sheath, the white valve moved inside. This made it impossible to progress the dilator and to use the sheath properly. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On 29-jun-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).